Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) that was implanted on the spinal cord between the fourth and fifth cervical vertebrae (c4-c5) with a laminectomy at c2-c6, with the battery pack under the skin in the abdomen. The patient stated that the implant was experimental. It was reported that in 2013, the battery was replaced with another. It never worked since then.